Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with air bubbles in their reservoir. It was reported that the customer's blood glucose level was 319mg/dl. It was reported that the air bubble size was as large as the head of a pin. Troubleshoot was reported to be conducted. It was reported that the customer was informed on proper insulin storage and the customer is being sent replacement reservoirs.